Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem navigation light was not turning on. A hardware failure was found. The axiem cord was replaced and the navigation light turned on. The system then passed the system checkout and was found to be fully functional. The axiem external cable was returned to the manufacturer for analysis. Analysis found an electrical failure where the cable jacket has separated at the lemo connector exposing the shield wire. No conductors have been exposed. A continuity test revealed open wires for pins 2 and 3 of the usb cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation light on the axiem box is not turning on. There was no patient present.